Manufacturer narrative:
The supplier sent the suspected faulty power supply back to the national repair center (nrc) for evaluation. However, due to the ongoing impact of coronavirus disease (covid-19) outbreak; it has impacted getinge¿s ability to perform part evaluations necessary to complete the complaint investigations. As evaluations become available, a supplemental report will be submitted.

Event description:
It was reported that while in use on a patient the cs100 intra-aortic balloon pump (iabp) did not charge the battery, and the iabp alarmed "low battery". The customer swapped to another unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that while in use on a patient the cs100 intra-aortic balloon pump (iabp) did not charge the battery, and the iabp alarmed "low battery". The customer swapped to another unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The supplier provided their evaluation to the national repair center (nrc) and they reported that they verified the reported failure. The supplier replaced defective cr1, f1, f2, and tested the power supply and it passed all of their testing and they also updated the fan. A senior repair technician of the national repair center installed the power supply into the cs100 test fixture and tested the power supply to factory specifications per procedure. The power supply passed testing, and was put into stock/inventory per procedure.

Manufacturer narrative:
The suspected faulty power supply was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power supply and no visual damage was observed. The technician then installed the power supply into cs100 test fixture and it tested to factory specifications per c100 service manual and it failed testing. The national repair center verified the reported failure of not charging batteries and not running with ac power applied. The power supply is being sent to the supplier for failure investigation per procedure. A supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that while in use on a patient the cs100 intra-aortic balloon pump (iabp) did not charge the battery, and the iabp alarmed "low battery". The customer swapped to another unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and found that the circuit on the power supply was broken (burnt). The fse replaced the power supply and after part replacement the iabp was able to charge the batteries. All functional and safety tests were passed per factory specifications, and the iabp was returned to the customer and cleared for clinical service. The suspected faulty power supply will be returned to factory for failure investigation, and a supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that while in use on a patient the cs100 intra-aortic balloon pump (iabp) did not charge the battery, and the iabp alarmed "low battery". The customer swapped to another unit to continue therapy. There was no harm or injury to patient and no adverse event was reported.